Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced possible peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the possible peritonitis. The cause of the possible peritonitis and treatment were reported. The patient was discharged from the hospital and recovering from this event. No additional information is available.